Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system fault experienced by the customer were associated with the left master tool manipulator (mtml). The system was repaired by replacing the affected mtml. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The mtm was returned to isi for failure analysis investigation. System error code #23013 appears when the davinci s safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the safety systems put davinci s in a "recoverable safe state". Engineering evaluation found that an axis motor encoder and potentiometer assembly had malfunctioned, thus generating the system errors experienced by the customer. As of november 15, 2007, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci surgical procedure, the customer experienced recurring system error code # 23013. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.